Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a sensor did not stick to her skin and was bent. Another sensor caused her site to bleed. The needle from the sensor was not pulled out. The needle never came out. Customer's blood glucose level was 150 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.